Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that based on the information provided and the root cause determination obtained after the initial reporting; it appears that the heavily tortuous and concentric anatomy as well as multiple aggressive attempts to advance the wire may have contributed to the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the heavily tortuous, concentric, distal right coronary artery (rca) the balance heavyweight (bhw) guide wire was advanced with anatomical resistance through the non-abbott guide catheter toward the very distal lesion; however, it could not cross. A non-abbott microcatheter was then used for support; however, the microcatheter aligned parallel with the bhw wire. Under angiography it was noted that the bhw guide wire had become broken in the proximal part. A trek balloon catheter was used to retrieve the broken bhw from the anatomy. A different bhw was used in the procedure without issue. There was no reported adverse patient sequela. No additional information was provided.